Event description:
Problem was described by complainant as out of box failure as the fibers were missing their distal tips. Further investigation showed that the fiber had been fired and that the distal tip had broken during use.

Manufacturer narrative:
Fiber was examined visually and then power tested to ensure that the fiber met MFR specifications. Fiber failed visual inspection, the distal tip was indeed missing but the fiber was burned 2 mm inside the distal tip of the fiber. Fiber was bent around a 7mm test fixture and passed the bend radius test. Fiber was connected to test laser and did transmit energy. The cause of the fiber break was related to user handling. The fiber was being fired as it was being moved in the scope which resulted in the break of the fiber itself as evidenced by the burn marks near the distal tip of the fiber. No further action is necessary at this time. Fiber breaks of this type do not generally cause any pt issues as the material is biologically inert and pass from the body either during the procedure or during urination.